Event description:
Procedure: lobectomy. According to the reporter: after the device was fired 6 times it would not open on the pulmonary artery. The procedure was then converted to open. The surgeon was able to remove the device and continue on with the procedure. The incision was increased from 6cm to 20 inches. No additional blood loss, no tissue loss reported. Operating time was delayed 70 minutes.

Manufacturer narrative:
Initial report sent to FDA on 08/25/2009.